Manufacturer narrative:
Product analysis : analysis could not confirm customer comment that the external pulse generator (epg) had a broken atrial connector port. Ventricle output connector is broken. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken connector. The epg was expected to be returned for service. No patient complications have been reported as a result of this event.